Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 600 mg/dl. The customer was hungry and had a dirty taste in her mouth. The customer treated her blood glucose level with syringes and by bolusing using the insulin pump. The device was not returned.